Manufacturer narrative:
E1: (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Healthcare professional reported, right side "solid nodules on right breast. Silicone infiltration on right axilla lymph nodes, contour irregularities and rupture of right side implant". Device remains implanted.